Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: to date the lens remains implanted into the patient's eye; therefore product testing could not be performed and the customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or product quality deficiency and the customer's reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the haptics of an intraocular lens (iol) were sticking after insertion into the patient's eye. No patient injury reported and the lens remained implanted. Additional information was received and it was learnt that the haptics were sticking on the lens. No further information was provided.